Manufacturer narrative:
A pocket revision was performed, with no adverse patient effects reported. Available information suggests that these product remain implanted. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that one of this cardiac resynchronization therapy defibrillator (crt-d) patient's leads was exposed due to pocket erosion. The patient's implanted leads include transvenous right ventricular (rv), left ventricular (lv), and right atrial (ra) leads, as well as a previously abandoned rv rate/sense lead.

Manufacturer narrative:
Additional information indicates that the patient's device, rv lead, and lv lead were successfully explanted due to erosion and system infection. These products were sent to the hospital's pathology department, and have not been returned to boston scientific. The patient's chronic ra lead was unable to be extracted, and was surgically capped and abandoned. This event will be updated if any additional information is received.